Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. D4 - unique device identifier (UDI) # summary: UDI #: (B)(4).

Event description:
Allergan aesthetics received a report of a patient who received seven coolsculpting treatments (#1: (B)(6) 2017, #2: (B)(6) 2017, #3: (B)(6) 2017, #4: (B)(6) 2018, #5: (B)(6) 2019, #6: (B)(6) 2019 and #7: (B)(6) 2020) using cooladvantage, core applicator to the abdomen and has been diagnosed with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the lower abdomen and has been diagnosed with paradoxical hyperplasia. The affected tissue is described as hardened, visibly enlarged and well demarcated.